Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was 65 mg/dl at the time of incident. Troubleshooting was performed. The customer stated that the insulin did not exit during plunger push. The customer changed the infusion set. The customer stated that the insulin did exit the tubing during plunger push. The customer also reported that they experienced low blood glucose of 50 mg/dl and treated with food. The customer stated that the blood glucose went up to 99 mg/dl. The insulin pump will not be returned for analysis.